Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on a 45yrs old male patient. The results provided were: on (B)(6) 2026 sid (B)(6) initial=57.0 ng/l. Redrawn and repeated sid (B)(6) =9.0 ng/l /repeated=9 ng/l. Customer reference range for alinity troponin= 0.0 to 53 ng/l; critical high range=> 120 ng/l; lab cut off range= 60.0 ng/l. There was no reported impact to patient management.